Manufacturer narrative:
Inspection of the needle mechanism assembly found that the needle mechanism spring did not possess enough tension to allow for the linkage assembly to complete a full rotation. This left the linkage assembly positioned vertically along the mechanism rails and the slide retract at the very top of its path of travel. As the slide retract was unable to return the hard cannula to the interior of the device, it would have remained in the customer¿s skin after deployment. The needle mechanism was reset, the ratchet gear manually advanced, and the device was again unable to properly retract. The root cause for the reported event has been identified. No further inspection is necessary. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract as intended after activation. The pod was worn for about an hour before the issue was addressed.